Manufacturer narrative:
Additional information: patient height reported as (B)(6). Additional device product codes: hrs, hwc. Plate and screws were originally implanted in (B)(6) 2016 (exact date is unknown). Device history record review for part number 02.124.410 and lot number 8438066 revealed that no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. One 4.5mm va lcp curved condylar plate (part # 02.124.410, lot # 8438065) was returned for investigation. The device was received broken into two pieces at the second combi-hole proximal to the head of the plate. There are also numerous scratches and marks consistent with implantation and removal. A visual inspection of the fracture surfaces found no voids and or discolorations that might indicate a material issue. The exact cause for the complaint condition could not be determined, but it is likely that the device was subjected to excessive forces and cyclic loading due to the bone not healing properly. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. Ten (10) 5.0mm locking screws were also returned without any complaint against them. A visual inspection of these concomitant devices found no issues that might have contributed to the complaint condition. The returned device is part of the 4.5mm va-lcp curved condylar plate system and is indicated for buttressing multi fragment distal femur fractures. Current drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016 to remove a broken femoral plate and ten intact variable angle locking screws due to pain and nonunion. The plate and screws were originally implanted in (B)(6) 2016 (exact date is unknown) for a right distal femur fracture. The plate was discovered broken when the patient complained of pain postoperatively when she became weight bearing and started walking. The plate and screws came out without difficulty and the patient was revised to a competitor¿s retrograde femoral nail. Additional x -rays were needed to remove the screws and to revise the nonunion fracture; however, there was no surgical delay. The patient outcome is unknown. Concomitant devices reported: unknown 5.0 variable angle locking screws (part number unknown, series 02.231.2xx, lot number unknown, quantity of 10). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) revision surgery due to reported event. The subject device was received by the manufacturer on oct 3, 2016, not sep 30, 2016 as previously reported in medwatch #377963. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.